Event description:
It was reported that during normal follow-up far p-wave oversensing was observed. Atrial pace pulses were also being sensed on the rv lead. No further information is available at this time. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.